Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via evaluation of the returned heartmate 3 system controller (serial number: (B)(6)) and via analysis of the log files. The controller event log files contained approximately 6 hours of data combined (24apr2023 ¿ 25apr2023 per the timestamp). Intermittent controller fault alarms associated with timebase faults and clock not set alarms were active throughout the log file; it should be noted that multiple instances of the intermittent alarms activating and resolving would be captured at the same timestamp and that there were instances of the time fluctuating backwards for a few seconds; this indicates that the controller¿s clock was not functioning as intended. The driveline was disconnected on 25apr2023 at 10:21:23 and the controller was then switched into sleep mode shortly after to exchange the system controller. The reported backup battery fault alarms were not observed in the log file. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The controller was functionally tested and passed all steps without issue; however, a controller fault alarm activated while the controller was operating on a mock circulatory loop for an extended period of time. A log file was downloaded after the alarm activated, which showed the same atypical behavior observed on log files. The controller was switched into sleep mode and then reconnected to a mock circulatory loop without any issues; the alarm appeared to have resolved at this time. The alarm was not observed again during evaluation of the controller. The reported backup battery fault alarm was not observed in the log files or during testing of the returned controller. Due to the events reproduced during the investigation, and the timebase faults seen within the log files, the controller¿s microprocessor was suspected to be cause of the events. Similar events were previously identified and a manufacturing analysis task was initiated to investigate issues related to the microprocessor chips on the main printed circuit boards manufactured by the third party supplier plexus. The investigation resulted in an external corrective action report (ecar) being opened for the supplier to investigate further on their end. The root cause of the controller fault alarm was suspected to be an issue within the controller¿s microprocessor; however, the root cause of the issue could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 06mar2023. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the controller fault and clock not set alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple replace system controller alarms and backup battery fault alarms overnight. It was also noted that the clock, which was synced the day prior, was off by 5 hours. Log file review confirmed controller internal faults on (b(6) 2023. The controller was exchanged and the alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.